Manufacturer narrative:
(B)(4) -the dealer reported that the patient of a tdxsp-cg power wheelchair was using a transportation mobility company, and was being lifted into the vehicle without the wheel locks being engaged, when the driver pushed the patient forward into the bus. She ran into a metal bench, resulting in a skin cut with nonstop bleeding. Emergency medical attention was sough, and she received stitches, and was complaining of neck pain. Should we receive additional information, this file will be reviewed, and a supplemental report will be submitted. No product malfunction was alleged. Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(6) (MDR and 1 of 2), and (B)(6) (2 of 2).

Event description:
(B)(6) the dealer reported that the patient of a tdxsp-cg power wheelchair was using a transportation mobility company, and was being lifted into the vehicle without the wheel locks being engaged, when the driver pushed the patient forward into the bus.